Manufacturer narrative:
Manufacturers ref # (B)(4). . Incident is found reportable after investigation completed (B)(6) 2025 as this malfunction is likely to cause or contribute to death or serious injury if the malfunction were to recur. Summary of investigational findings: when advancing the tulip filter from femoral approach resistance noted at the valve was passed and resistance was noted again at the distal end of the sheath. The pre-expanded filter and the sheath were damaged during withdrawal. Another filter successfully placed. The femoral introducer with loaded tulip filter was returned inside the introducer sheath. The sheath had accordioned 45mm from the valve and the secondary filter legs were pushed upwards and surrounded the filter hook. The reason for the difficulties in advancing the femoral introducer through the sheath cannot be determined. During manufacturing the femoral introducer must be advanced through the sheath to verify a smooth advancement. However, the damages to returned filter and sheath are clearly due to the pre-expanded filter being withdrawn as reported. There are adequate controls in place to ensure that the device is manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: when advancing the filter through the sheath there was resistance at the valve. Once that resistance was able to be passed, more resistance was felt at the distal end of the sheath as the filter was exiting. A small portion of the filter exited the sheath so the user pulled back but the filter became damaged and the sheath began to crumple at the proximal end near valve. At this time the entire sheath and filter were removed concurrently, causing loss of access. A second of the same device was opened and used successfully to complete the procedure without incident. The procedure ultimately took more time than expected, but no additional procedures or anesthesia were necessary. Patient outcome: the patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.